Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4) exp date unk (10) lot number unk. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a one (1) tfna nail, one (1) tfna helical blade, and one (1) 5.0 mm locking screw followed by a total hip replacement using an unknown, stryker manufactured total hip prosthesis on (B)(6) 2018 after developing a nonunion and pain around the implants. The tfna construct was initially implanted in the patient approximately in (B)(6) 2017 to treat an unknown femur fracture. Subsequently, the patient developed nonunion and pain and hence the surgeon decided to revise the patient to a total hip. None of the implants in the tfna construct initially implanted had malfunctioned. The revision surgery was the result of nonunion and pain. The revision procedure was reported to have been completed successfully and without any complications or any surgical delay. The patient was reported to be in a stable condition at the end of the procedure. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Date reported incorrectly on the initial medwatch. The date should have been (B)(6) 2018.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.